Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the atrial lead exhibited high capture threshold, reduced p-wave amplitude, undersensing and high pacing impedance. The atrial lead was not used and replaced during the procedure. The patient was discharged.

Manufacturer narrative:
The reported events were capturing problem, undersensing, and high impedance. As received, a complete lead was returned in one piece for analysis. The reported events of capturing problem and undersensing were confirmed. X-ray examination revealed that the inner coil was over-torqued at the connector region, consistent with procedural damage. Electrical testing identified an internal short between conductor paths caused by over-torquing of the inner coil at the connector region. The reported event of high pacing lead impedance was not confirmed. Electrical testing and x-ray examination of the lead did not reveal any indication of conductor fractures.